Manufacturer narrative:
The device was discarded after use and therefore not available for return and investigation. The lot number was not provided by the user facility. However, based on the lots shipped to the user facility around the time of the event, the manufacturing records were reviewed and demonstrated devices met all design, manufacturing, and quality requirements. Based on the information provided, the dissection was likely caused when the catheter engaged with the preexisting atherosclerotic plaque. There was no device issues reported to any of the zoom devices used during the case.

Event description:
A 50-year-old patient was undergoing a thrombectomy procedure to treat a tandem occlusion at the left m1 segment. The physician advanced a zoom 88 support up into the petrous segment of the internal carotid artery (ica). A third-party guidewire and zoom 71 were then advanced up to the ophthalmic region of the ica where the physician noticed atherosclerotic plaque on the outer wall of the vessel. The physician tried to navigate the zoom 71 past the plaque, however the catheter got engaged with the plaque and dissected the vessel. A third-party microcatheter was advanced through the same zoom 71 and the system was advanced beyond the plaque. The occlusion at the m1 segment was opened. The physician used a balloon catheter to angioplasty the dissection without issue. The physician then used the zoom 88 support to place a carotid sent. There was no device issues reported.